Event description:
A biotechnician stated he heard about saline backfilling into the venous chamber during priming from a colleague, and he called to inquire about the situation. He was not able to provide any specific details concerning saline back fill issues at colleague's facility.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation. Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.